Event description:
It was reported that the patient developed an infection. The lead was removed. Further reported that the lead was returned to the manufacture, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had a breached depression. All conductors had blood/body fluid (not obstructed). The out insulation had cosmetic depression.